Manufacturer narrative:
This device was not returned for analysis, as it remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that following a generator replacement procedure, this newly implanted cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture (loc) and high capture thresholds on the non-boston scientific left ventricular (lv) lead. Troubleshooting was performed by increasing the pacing amplitude and pulse width. The device was subsequently reprogrammed to a higher output, which restored lv capture. No adverse patient effects were reported. This crt-d remains in service.